Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they did not received another unexpected restart alarm after battery change. Customer also stated that alarm did occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.